Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient¿s falls were related to their advanced parkinson¿s disease, and not therapy related. The patient underwent a CT and no medical issues were seen. The cause of the burning sensation wasn¿t determined, but was no longer occurring.

Event description:
Patient reported that they have fallen quite a few times and hit their head. They said that when they fell, they "smooshed up the part where the lead was implanted on the top of their head". They wondered if this had any damage or effect on their dbs (deep brain stimulation) system. Patient said their implanted battery "kind of burns sometimes". The burning sensation has been going on for a while and it doesn't burn all the time, it's intermittent. Patient said they feel the burning in their whole forehead. They said their forehead was "crunching together on it's own" when they would lift their eyebrows, like their eyebrows were "bracing themselves". Patient said they also had involuntary movements. Patient said they feel really bad and sometimes they would feel weird and dizzy all the time and those little episodes come and go. As far as their symptom control, for about a year they felt like it (symptom control) would come and go in spurts because they would have a fogginess where they didn't feel like themselves and then they would be fine but then all of a sudden they would not feel fine. Patient said they didn't know if this was because of the dbs or if it was related to the patient's medications. They made their healthcare provider (hcp) aware of this but the hcp hasn't done anything about it and hasn't checked the implant. Patient services redirected patient to hcp and reviewed that the hcp can invite an mdt rep in to check the system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.